Event description:
Customer reported a past high blood glucose event with the specific level displayed as "high"; however, the exact value was not known. Cause was not known. Customer administered a corrective injection using mdi and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels. Customer acknowledged and understood the recommendation.